Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that the pt is experiencing a burning sensation at the ipg pocket during recharging of the ipg. The also noted that the stimulation was not covering her pain. She is working closely with her physician to determine the next course of action in this matter.